Manufacturer narrative:
Event date year valid only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had poor coupling with recharging. The patient had intermittent poor coupling and it took them 10 or more minutes to find any coupling boxes and then it randomly went to zero after about a minute. The patient tried repositioning the antenna. The recharger antenna was damaged and a replacement antenna was sent. The patient received a new recharger antenna and reported they charged their ins twice with full coupling bars, but then the night prior to the report ((B)(6) 2017) they went to charge their ins and had full coupling for about 5 minutes and lost all coupling. They were not able to get full coupling again. The patient reported no falls or damage to the new recharger antenna. It was reviewed that the patient should consult their healthcare provider to have their ins interrogated since they still experienced poor coupling. The patient reported they had not seen their healthcare provider since the ins was implanted. The patient's healthcare provider redirected the patient back to the manufacturer. A new recharger was sent. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement of their recharger had not resolved their issue of poor coupling and that they had to call and request a "whole new unit" and it still did not work. No further issues were noted or anticipated.